Event description:
Patient called dialysis unit in evening (had hd earlier that day, catheter reported as secure) to report his dialysis catheter had fallen completely out on to the floor while he was washing at the sink. Denied any bleeding.

Manufacturer narrative:
The hemo-flow catheter was returned for evaluation. Visual inspection found no abnormalities in the device. The device was able to be flushed and aspirated with no issues. The cuff is sufficiently attached to the lumen. Relative measurements reveal the device is within specification. The condition of the cuff prior to insertion cannot be determined as the catheter had been implanted for approximately 46 days. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. Failure may be related to the patient?s body chemistry and/or care and maintenance of the device. The report indicated the patient was washing at the sink when the catheter fell out. Inadvertent tension may have been placed on the device contributing to the issue.